Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from october 23, 2019 - october 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder ruptured occurred during patient infusion. The set was filled unspecified chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.